Event description:
It was reported that during the implant procedure, while attempting to place the right ventricular (rv) lead, the physician experienced difficulty deploying the helix. The lead was removed and visually inspected by the physician who noted that the helix was not centered in the lead when deployed outside the body. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that when extended the helix appears slightly bent(this could cause deployment issue). If information is provided in the future, a supplemental report will be issued.